Event description:
Approximately 5 years ago, pt stated she was implanted with mentor smooth moderate plus breast implants to become a size 34/36 dd. Although her left side was fine, she reported having pain and a loss of nipple sensation in her right breast ever since the surgery. On (B)(6) of this year, she went swimming. As she went under water she felt a snap in her chest and severe pain. She went to see her surgeon who allegedly told her that the implant had ruptured. The pt later contacted mentor who stated that this type of implant does not rupture. During the pt consultation the surgeon informed her that she will remove the implants and reposition them. The pt and her husband demanded that she order new ones incase there was something wrong with them and the surgeon allegedly did at that time. The pt went in for reconstructive surgery on (B)(6) 2013. She said immediately after surgery her friends and family asked her what she did to herself. When she looked in the mirror her breasts were so small the looked to be c cup. She claimed that she was unable to speak to the surgeon for 6 hours, therefore she asked the surgical nurse if they implanted her or not. The nurse stated that they had. The pt went further on to ask if the implant had in fact ruptured and the nurse told her no, but the previous implant had "tuck to the wall." She was finally able to talk to her surgeon who told her that the implant was leaking and that she had to take out a lot of scar tissue. She stated that the surgeon told her that they had to liposuction out the natural breast line on the other side in order to even out the breasts. She said they took out about 30 cc. She currently has weeping blisters, hematomas and yellow discharge coming from her breast. Also she stated that it looked like she had a chunk missing from under breast line. She stated that breast currently look like a b cup. She also mentioned that every time she moves from side to side, her breast makes a noise that sounds like a dog's squeaky toy. She has an appointment for follow today.